Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user contacted support while flying due to a continuous glucose monitor reading of approximately 300 mg/dl and concern that the ilet might not be working; the agent advised that the system was operating and recommended a fingerstick to confirm the cgm value, but the user declined and ended the call. Symptoms included hyperglycemia. Outcomes included no reported injury, no emergency treatment, and no hospitalization. Investigation included customer conversation and troubleshooting education. Investigation of this case revealed no reported device alarms or malfunctions and no confirmatory blood glucose measurement to assess cgm accuracy or device performance. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient information.